Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("severe abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("severe lower back pain"), rash ("skin rashes"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent abdominal supracervical hysterectomy,bilateral salpingo-oopherectomy to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, rash, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, genital haemorrhage, procedural pain and rash to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: right fallopian tube was occluded; on (B)(6) 2006: confirmed bilateral tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("severe abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), uterine leiomyoma ("uterine fibroid") and pelvic adhesions ("pelvic adhesive disease") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included methylsulfonylmethane (msm) since 2010, multivitamins (one a day 50 plus) since 2010, oral contraceptive nos since 1993 to (B)(6) 2006, prinzide (lisinopril w/hydrochlorothiazide) since (B)(6) 2008 and triamcinolone acetonide since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced rash ("skin rashes"), pruritus ("itching"), dry skin ("dry patches") and blister ("skin blisters"). In 2007, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2008, the patient experienced abdominal pain lower ("severe cramping"). In (B)(6) 2008, the patient experienced weight increased ("weight gain") and dental caries ("tooth decay"). In (B)(6) 2008, the patient experienced anxiety ("emotional anguish"). In 2008, the patient experienced constipation ("constipation") and haematochezia ("bloody stools"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2010, 3 years 7 months after insertion of essure (ess205), the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2010, the patient experienced vulvovaginitis ("vagintis vulvovaginitis"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2011, the patient experienced uterine leiomyoma (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2016, the patient experienced dermatitis atopic ("atopic dermatitis (unspecified)"). In (B)(6) 2016, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and eczema ("eczema (unspecified)"). The patient was treated with azithromycin (zithromax), ibuprofen, naproxen sodium (naproxen sodium (<=220 mg)), pantoprazole sodium, iron, ferrous sulfate, clobetasol, urea (x-viate), mupirocin, docosanol (abreva), biotin, levothyroxine sodium, surgery (underwent abdominal supracervical hysterectomy,bilateral salpingo-oophorectomy to remove essure), surgery (underwent abdominal supracervical hysterectomy,bilateral salpingo-oophorectomy to remove essure), surgery (toot canal - teeth pulled) and surgery (surgery thyroid removed). Essure (ess205) was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, abdominal pain lower, back pain, alopecia, vaginal haemorrhage and gastrooesophageal reflux disease had resolved. At the time of the report, the abdominal pain was resolving and the genital haemorrhage, uterine haemorrhage, uterine leiomyoma, pelvic adhesions, rash, procedural pain, headache, hot flush, menorrhagia, urinary tract infection, vulvovaginitis, fatigue, migraine, anaemia, dermatitis atopic, eczema, dysmenorrhoea, vaginal discharge, weight increased, constipation, dental caries, coital bleeding, haematochezia, hypothyroidism, anxiety, pruritus, dry skin, blister and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, blister, coital bleeding, constipation, dental caries, dermatitis atopic, dry skin, dysmenorrhoea, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, hot flush, hypothyroidism, menorrhagia, menstruation irregular, migraine, pelvic adhesions, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginitis and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: right fallopian tube was occluded; on (B)(6) 2006: confirmed bilateral tubal occlusion on (B)(6) 2008 : ultrasound of the thyroid: impression: enlarged homogeneous thyroid. A large solid and cystic mass is present in the left lobe which measures approximately 2.5 x 2.5 cm. On (B)(6) 2008 : ultrasound guided core biopsy of the thyroid gland: impression: ultrasound guided biopsy on nodule in the lower pole of the left lobe of the thyroid gland. On (B)(6) 2008 : surgical pathology report: diagnosis: 1, thyroid, left, nodule, needle biopsy: bland thyroid follicular parenchyma, most consistent with a benign thyroid nodule 2. Thyroid, left, nodule, aspiration: bland thyroid follicular epithelium, colloid, and histiocytes, most consistent with benign thyroid nodule. On (B)(6) 2011 : pelvic ultrasound: impression: numerous uterine fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received : patient and reporter information updated. The events hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, vagintis vulvovaginitis, migraines / headaches, blood or heart disorder/condition type: anemia, salpingectomy (bilateral removal of fallopian tubes), rashes or skin conditions type: atopic dermatitis (unspecified); eczema (unspecified type), dysmenorrhea (cramping), fatigue, pain, oophorectomy (bilateral removal of ovaries), vaginal discharge, weight gain / loss specify which one: weight gain, gastrointestinal ordigestive system condition type: gerd, constipation, bloody stools, hair loss and abnormal uterine bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.